Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's battery was being replaced due to normal battery depletion. When the healthcare professional (hcp) tried to turn the screw there was resistance and he had to make several turns before they heard a click. Even after hearing the clicks, the lead would easily pull out. He tried as many as 4 times with the same result. He stated the lead did not feel like it was threaded correctly. Several attempts were made to get the screw to tighten down on the lead. The issue was reported to be resolved after the hcp opened up and used another battery. No further complications reported. No symptoms reported. On 2018-august-28 an_rp: return product received.

Manufacturer narrative:
Analysis of the implantable neurostimulator determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.